Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.